Manufacturer narrative:
Correction to initial emdr in field: h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the one of the leads had high impedance on the first contact. During the revision procedure to replace the lead, the physician was unable to take it out of the epidural space. The physician opted to abandon the lead and added another one to capture the pain areas. The patient was doing well postoperatively and the lead remains implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that one of the leads had high impedance on the first contact. During the revision procedure to replace the lead, the physician was unable to take it out of the epidural space. The physician opted to abandon the lead and added another one to capture the pain areas. The patient was doing well postoperatively and the lead remains implanted.